Event description:
Caller alleged discrepant results compared with lab results as follows: date: 2009, inratio: 3.16, lab: 1.4.

Manufacturer narrative:
On 03/23/2009. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 3.16, lab: 1.4, mean: 2.28, confidence-limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. Nes error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. No corrective action is required as no product deficiency was established. As of 03/23/2009, the meter is not expected to return. No further investigation is required at this time.